Event description:
The silicone tip was peeling back. The surgeon removed the instrument and opened a new tls3 35c to complete the case. There was a lot of lot of build up on the jaws of the first instrument, that the surgeon did not notice that a piece had fallen off upon removing the instrument. The surgeon noticed a piece of silicone and retrieved it from the pt. During cleaning the rest of the silicone boot came off. No additional pt info was provided.

Manufacturer narrative:
One tls3 35c was returned, decontaminated and investigated. The lot and serial numbers could not be verified due to the connector cable was cut off prior to returning. Analysis revealed that the left and right jaw boots were missing. The boots were completely removed from the jaws. Inspection of the distal end revealed that the left and right heat spreaders were bent at the tip and at the proximal crimp area. It was observed that a piece of the left heat spreader tip was also missing. The damage to the heat spreaders are consistent with the tip being improperly inserted and retracted through the cannula. If the jaws are not fully closed, the jaw boots will encounter the inner cannula body transitions and the cannula port edge, damaging the heat spreaders and causing boot tears. Additionally, it was reported that there was a lot of tissue build up on the jaws during the procedure. Severe tissue build up on the jaws may contribute to boot degradation if longer energizing times are performed. It is recommended that the tips be cleaned periodically during the procedure to prevent early boot degradation.